Event description:
It was reported that the patient needs to report having a replacement device put in as a result of a car accident. The patient met with healthcare provider on (B)(6) 2013 and the device was checked. It was noted as "working fine". On (B)(6) 2013 the patient was rear-ended in a car accident. On (B)(6) 2013 the manufacturer representative and hcp (healthcare provider) attempted to reprogram "recalibrate" ins (stimulator) and was unsuccessful. On (B)(6) 2013, the ins and lead were replaced. The patient mentions that at the time of replacement, the healthcare provider could not get the old lead out. The patient states it was "pushed so far in the nerve that the healthcare provider could not remove it." The patient states it was just left in there and they used a brand new lead at time of replacement. The patient states the healthcare provider has fluoroscopy photographs of all of this. The patient reports she met with hcp and manufacturer representative the day of reported event date. Additional information received reports the manufacturer representative could not recall the exact date he was notified and said it was a while ago. The manufacturer representative stated the patient¿s revision surgery occurred on (B)(6) 2013 which was a friday and, therefore, was probably notified a couple of weeks or about one month before the surgery took place. The patient has been receiving effective therapy since the revision. The healthcare provider was unable to say definitely whether or not the lead migration and loss of efficacy was due specifically to the car accident. The patient was in a car accident, came in a week later with stimulation in the wrong area and a loss of efficacy. Patient¿s lead and ipg (stimulator) were revised and patient now had effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).